Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm approx 1 month ago. The aortic neck was straight and uniform, 18 mm long, and 25 mm in diameter. The distal aorta was tight at 18 mm in diameter and calcified. Vessels were mildly to moderately calcified, and the left common iliac was moderately tortuous. It was reported that the bifurcated stent graft was partially deployed until it was about 1 cm below the gate. An attempt was then made to cannulate the gate prior to completing deployment, because the distal aorta was tight. When attempting to cannulate the gate, wire access was lost, and the wire fell into the left common iliac artery. It was then decided to approach from the left brachial artery, and there were multiple attempts with several different catheters and wires; however, none of the attempts were successful in attempting to cannulate the gate and to complete deployment. The decision was made to perform open conversion which was successful. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Difficult to cannulate) - evaluation results/conclusion: calcified and tight distal aorta.